Event description:
A medtronic representative reported that, while in a computed tomography (CT) spine procedure, the site experienced unexpected behavior with their navigation system. Three separate patient registrations were performed to place three solera screws. After the first registration, accuracy was verified and navigation was working properly. Solera screw projection was turned on and navigation was continued. The operator returned to the register screen and performed the second registration, accuracy was checked in 2d views and found to be inaccurate. In trouble-shooting, the screen was changed by hitting cycle views, normal function returned and was accurate. Switching the view corrected the error and the surgeon completed the procedure with the use of the navigation system on time. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. A medtronic representative, following-up at the site, reported the inaccuracy was approximately 5cm and no specific direction could be provided. No patient logs have been submitted by the site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.